Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set was leaking at the site. The customer¿s blood glucose levels was unknown. The customer was declined troubleshoot for high blood glucose. The customer also stated that the insulin pump received no delivery alarm. The reservoir will not be returned for analysis.